Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: describe event or problem, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pc unit got stuck in watchdog state was confirmed and replicated during testing. However, the cause of the logic board malfunction was not identified. Upon completion of testing, the suspect pcu was disassembled for an internal inspection and the latch of the display flex cable was broken. All components inspected were manufactured by bd. It was not possible to retrieve the logs from the suspect pcu sn (B)(6) due to a failure in the logic board, therefore the review was not carried out. For the functional tests, it was not possible to turn on the pcu, as a result the logic board was replaced with known good logic board. After replaced the logic board the pcu turned on normally. A known good laboratory pump module was connected to the suspect pcu sn (B)(6) and was programmed to infuse for 82 hours during which the rate was changed. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Functional testing was performed using the received suspect pcu. Preventive maintenance was performed using asm v12.5. The tasks were observed to have been completed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the logic board was identified to be malfunctioning, please replace the logic board. The ground strap broke when removing the screw, please replace it. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported pc unit got stuck in watchdog state was found to be due to a malfunction of the logic board. The probable cause of the logic board malfunction was not identified; after performing the tests it was not possible to replicate the issue. Note that this report lists imdrf annex a0404, g02017, g04027, c07, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pc unit got stuck in watchdog state. The device sounds an alarm when attempting to power on. The customer tried to replace the battery as troubleshooting procedure, however this did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit got stuck in watchdog state. The device sounds an alarm when attempting to power on. The customer tried to replace the battery as troubleshooting procedure, however this did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Omit : g04027 - chassis/frame. Other occupation correction : initial reporter phone #, initial reporter zip, initial reporter occupation, returned to manufacturer on, manufacturer narrative. Note that this report lists imdrf annex d03 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit got stuck in watchdog state. The device sounds an alarm when attempting to power on. The customer tried to replace the battery as troubleshooting procedure, however this did not resolve the issue. There was no patient involvement.